Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm during fill tubing. Customer reported that they were assisted with troubleshooting. The insulin was exited at the time of quick review. Customer stated that they tried lots of troubleshooting but issue was persist as it was. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.